Manufacturer narrative:
The event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened. A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there have been (B)(4) other events reported for the manufacturing lot. Product surveillance will continue to monitor for trends.

Event description:
It was reported that during a primary surgery, the surgeon was malleting the strike plate to remove the broach and the strike plate broke off of the impaction handle.

Event description:
It was reported that during a primary surgery, the surgeon was malleting the strike plate to remove the broach and the strike plate broke off of the impaction handle.

Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.